Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system device upgrade procedure, upon exposure to electrocautery the pulse generator exhibited a loss of output. The physician ceased the use of electrocautery but it took 30 seconds for the device to exhibited output again. The device was explanted and replaced successfully. The patient was in good condition post surgery.